Manufacturer narrative:
If implanted; give date: not applicable, the lens was removed/replaced during the initial procedure. If explanted; give date: not applicable, the lens was removed/replaced during the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A handling/user error, stuck in delivery device, with no incision enlargement, no sutures and no patient injury was initially reported. Further information was provided and stated that during implantation of the intraocular lens, (iol) the eye was noted to be fairly soft and the lens implant became stuck halfway through the wound and was unable to be fully inserted. Additional healon was inserted into the anterior chamber to firm up the eye. The lens was removed and the replacement lens was inserted with no difficulty. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 11/25/2019. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the product was received in the original folding carton. The plunger was observed in fully advanced position. The plunger was gently pulled back and found locked and functional. The pcb00 device was observed under microscope and traces of viscoelastic were observed in the cartridge. There are no damages observed on the assembly. There is no visible gap. The lens was received out of the device covered on viscoelastics. Limited information was received regarding the reported user error. However, the customer indicates on external communication the error was on the preparation of the pcb00. Based on the evaluation of the returned product and the customer indicating a user error there is no indication that the reported issue is related to a product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.